Manufacturer narrative:
The company service rep examined the system and recalibrated the laser. The laser was then tested and met all product specs. No sample was returned for root cause and analysis. The customer's complaint history was reviewed; this is the first event reported regarding this issue for this facility. The device history records were reviewed. The system passed all tests prior to release, and was shipped based on alcon's acceptance criteria. Root cause could not be identified by the investigation as no sample was returned for evaluation. Qa will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): delay in procedure (no code available). Product problem(s): "laser would not function (other (for use when an appropriate device code cannot be identified)). "System message was displayed" (device displays error message). The nurse reported during surgery, the laser would not function. The surgery was continued with the same system, however, another laser was brought in and used in conjunction with the original system and the case was completed.